Event description:
Customer reported poor image quality on heavy patients. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and determined the system operates as intended.